Manufacturer narrative:
(B)(4). Concomitant medical products: us157852 ¿ m2a magnum cup ¿ 461540; unknown magnum taper adapter; unknown stem. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03865-4.

Event description:
It was reported patient underwent a left hip revision approximately 12 years post implantation due to loosening of the acetabular shell, pain, discomfort, elevated metal ion levels, inflammation and loss of range of motion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned head shows scratches which is likely from implanting and explanting of the devices. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.